Manufacturer narrative:
Varian's review of the data files confirmed that 4ditc failed to save session recovery information on (B)(6) 2010 at 16:26. The data files also showed that after the failed to save session, 4ditc application was exited unexpectedly. The 4ditc was not able to recover correctly and the field treated previously was not locked (marked as 'treated') so the therapist was able to re-treat the field, and did. Since the field was re-treated, the system recorded two treatment records (one for treatment that occurred before termination and second treatment that occurred after termination) for the same field. If the 4ditc application crashes during a multi-field split carriage imrt treatment delivery, an error condition in updating the patient's session information in the cache may occur, and the field(s) and/or subfields can be delivered again without warning to the user. The result would be a treatment delivery with higher than intended dose to the target volume and possible increased dose to normal tissues and critical structures. The dose uniformity within the target volume would also be affected by the duplicate delivery of the beam(s). Unintended dose in this range would be unlikely to lead to serious harm and would be expected to be detected during the treatment session or by weekly chart check. A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No follow-up reports are anticipated.

Event description:
The customer reported that during two treatment plans for different patients, the treatment application crashes when using a split field imrt plan. Therapists bring the application and patient back up to finish treatment. They have noticed that the application will allow them to treat fields that have already been treated (before the crash of the application) without any overrides. In addition, it was noticed in rt chart that the field was recorded twice. The 4d integrated treatment console application was unexpectedly exited and they had to restart the machine when this incident occurred. There was no report of injury to either patient and no further patient condition data was provided. Date and time of treatments: 5:10 on (B)(6) 2010. Patient ID # (B)(6) at 4:26 on (B)(6) 2010.

Manufacturer narrative:
Varian's review of the data files confirmed that 4ditc failed to save session recovery information on (B)(6) 2010 at 16:26. The data files also showed that after the failed to save session, 4ditc application was exited unexpectedly. The 4ditc was not able to recover correctly and the field treated previously was not locked (marked as 'treated') so the therapist was able to re-treat the field, and did. Since the field was re-treated, the system recorded two treatment records (one for treatment that occurred before termination and second treatment that occurred after termination) for the same field. If the 4ditc application crashes during a multi-field split carriage imrt treatment delivery, an error condition in updating the patient's session information in the cache may occur, and the field(s) and/or subfields can be delivered again without warning to the user. The result would be a treatment delivery with higher than intended dose to the target volume and possible increased dose to normal tissues and critical structures. The dose uniformity within the target volume would also be affected by the duplicate delivery of the beam(s). Unintended dose in this range would be unlikely to lead to serious harm and would be expected to be detected during the treatment session or by weekly chart check. A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No follow-up reports are anticipated.

Event description:
The customer reported that during two treatment plans for different patients, the treatment application crashes when using a split field imrt plan. Therapists bring the application and patient back up to finish treatment. They have noticed that the application will allow them to treat fields that have already been treated (before the crash of the application) without any overrides. In addition, it was noticed in rt chart that the field was recorded twice. The 4d integrated treatment console application was unexpectedly exited and they had to restart the machine when this incident occurred. There was no report of injury to either patient and no further patient condition data was provided. Date and time of treatments: 4:26 on (B)(6) 2010. Patient ID # (B)(6) at 5:10 on (B)(6) 2010.